Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown. (B)(4).

Event description:
A customer reported that fiber has been observed in several patients' eyes towards the end of surgery. The customer suspects the fiber is from the ocular compress found in the pack. Additional information has been requested.